Event description:
It was reported that revision surgery was performed following pt complaining of hip pain and grinding in joint. X-rays showed failure of insert. Surgery performed approx three months after initial symptoms. Surgery showed almost complete disintegration of ceramic insert. The intact head had worn through the metal backing of the insert and had begun boring through the trident cup. It was further reported that there was considerable black contamination throughout the joint which appeared to be metalosis.